Manufacturer narrative:
An event regarding loosening involving a pca shell was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were received. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a removal of a pca cup along with the liner. It was replaced with a depuy cup and liner. The original pca stem stayed in the patient only removing a 32mm +0 head and replacing it with a 32 +10 head. The patient was revised due to cup being vertical inside the acetabulum.

Event description:
It was reported that there was a removal of a pca cup along with the liner. It was replaced with a depuy cup and liner. The original pca stem stayed in the patient only removing a 32mm +0 head and replacing it with a 32 +10 head. The patient was revised due to cup being vertical inside the acetabulum.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Retained by the hospital.